Event description:
On (B)(4) 2013. Cormatrix cardiovascular became aware of an event involving the use of an unk cormatrix ecm device and right ventricular outflow tract obstruction. Details of the event are provided below. A case study titled, "short-term experience of porcine small intestinal submucosa patches in paediatric cardiovascular surgery," published 01/15/2013, in the european journal of cardio-thoracic surgery was discovered through a periodic peer literature review. The manuscript states all surgical procedures described within the article were performed from "(B)(6) 2009 to (B)(6) 2011," thus, it is inferred that this event occurred within this date range. On an unk date, pt (B)(6) underwent right ventricular outflow tract (rvot) augmentation for tetralogy of fallot, where the cormatrix ecm was used as a transannular patch. The initial discharge echocardiogram demonstrated a pressure gradient of 34 mmhg at discharge 3 days following surgery. After repair of the rvot, the pt developed progressive stenosis in the rvot patch and rvot obstruction. At 467 days after surgery, a peak pressure gradient of 101 mmhg was reached, necessitating intervention. The reoperation occurred 553 days after the original operation. The authors noted that during reoperation, the cormatrix ecm was observed to be fibrotic and thickened, and identified this to be what they believed caused the elevated gradient across the rvot. There were no signs of patch dehiscence during reoperation or evidence that the obstruction was related to the sewing technique. The cormatrix ecm was removed and replaced with a gore-tex patch, without any further complications to the pt. Histology of the explanted patch at 555 days after implantation showed signs of chronic inflammation and fibrous collagenous tissue. The authors state this indicates there was infiltration of the patch with host cells (primarily inflammatory cells) as well as the formation of collagen, but the collagen formation appeared to be more consistent with scar formation than tissue integration. The authors state that this was the only pt where they had observed such rapid and progressive stenosis/scarring of the rvot patch that is suggestive of an early inflammatory/reactionary process, and furthermore, state that there were no markers of inflammation obtained in the pt's early postoperative course.